Event description:
It was reported that pneumothorax occurred during implant of the right ventricular lead; drainage was performed. On (B)(6) 2012, a perforation was revealed by computed tomography scan. The lead was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
.